Event description:
It was reported to boston scientific corporation that a lynx suprapubic mid-urethral sling system was implanted into the patient on an unknown date. According to the complainant, the patient experienced injuries (specifics unknown). All other information, including the patient's current condition, is unknown and unavailable.

Manufacturer narrative:
Two implant dates were provided; however, it was not indicated which date corresponds with which product. (B)(6) 2006, (B)(6) 2007.